Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was inserted and placed on the mitral valve. A second clip delivery system (cds) was inserted, but when aligning the clip to the plane of the valve, it was observed the clip moved in an unintended direction. It was noted the blue alignment markers remained aligned throughout the procedure. Due to the unintended movement, the cds was removed and replaced. One additional clip was them placed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.